Event description:
It was reported that the patient presented in clinic for follow up. It was noted that the atrial lead exhibited noise. No intervention was performed. It was reported that the patient will be called to clinic to discuss suggested programming options. Patient was stable.